Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the thrombus. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing the mr to 1-2. During removal of the steerable guide catheter (sgc), thrombus was noted on the right atrium side of the septum and on the tip of the sgc. Aspiration was performed for treatment. The activated clotting time was over 250 seconds throughout the procedure. The patient is stable. There was no clinically significant delay in the procedure. No additional treatment is planned for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported thrombus cannot be determined. It should be noted that the reported patient effect of thrombosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.